Manufacturer narrative:
One pump was returned in poor condition. Visual inspection of the pump showed the top case was chipped and the left plunger case was damaged. Review of the pump event history log revealed there was a check clutch/plunger lever error recorded. The reported problems could not be duplicated in through testing. The damage to the pump case was repaired and the barrel clamp head screw was replaced as a preventative action. The pump passed all function and delivery tests. The root cause of the event was unable to be determined.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.